Event description:
It was reported that the patient never had therapeutic effect. It was noted that patient was implanted and over a period of nine months, patient never got any relief. It was noted that the physician had tried putting some kind of numbing medicine in the pump along with morphine. It was reported patient transferred providers and a dye study was done and it was determined that the catheter and the pump weren¿t hooked up correctly and that the medication was leaking into the pocket. It was reported that patient had a ¿second catheter implanted on (B)(6) 2014.¿ it was reported that patient was getting their morphine dose titrated up, patients ¿pain level had been at a 8-10 for over a year.¿ the pump system was infusing morphine at the time of report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).